Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the loss of stimulation and sudden return of symptoms was failure to charge the battery. The actions taken were a replacement handset was not needed. They took the battery out and put back in the handset which helped the battery charge. The issue was confirmed resolved. The patient also reported on episode of pain where and they had to turn off the stimulator. They said it seemed to come on gradually. They patient said they thought they had an ingrown hair, a pressure ulcer, or injury. It was several days before they realized that the pain might be from the stimulator. The relief was instantaneous when they turned it off. They had not adjusted the stimulator for weeks. When they turned it back on it was stabbing an electric bolt from their vagina to their toes. They turned the stimulation down as quickly as they could but had charlie horses in that extremity for about 12 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported due to handset not powering on/not charging, the handset was completely dead and the stimulator was off. Pt stated stimulator was on yesterday, but "as the handset got lower and lower the stimulator turned off and won't come back on now". Pt clarified since handset won't power on pt's stimulator is also turned off. Pt confirmed ins is charged. Patient services reviewed therapy/external equipment theory/usage. Pt confirmed they did not turn off stim, but reported no longer feeling stim and worsening symptoms over last 24 hours (confirmed not getting 50% reduction in symptoms). Pt stated when handset is plugged into wall charger battery appears with lightening bolt in it, but no green on it and handset won't power on. Pt stated last night handset was "at least 9% green", but handset still wouldn't power on. Pt stated handset was on charger all day yesterday and didn't charge. Patient services walked the pt through resetting handset on call and the pt stated following reset handset still did not power on despite being plugged into charger. The pt confirmed the handset has not been dropped/damaged or wet. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement handset.